Event description:
It was reported that the device was stuck on tissue. Provided information in package insert. Complainant hung up before any further detail could be obtained. No further information known.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.